Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responsive and could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. The rse (remote service engineer) provided the customer with the part number and price of the replacement touchscreen, and the customer informed the rse that the touchscreen will be ordered for repair. Per gfe (good faith effort) response, the device is down for repair until philips is able to stock new displays in late 2023. Investigation is ongoing.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of the touchscreen needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.